Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to technical services (ts) for review. Ts recommended increasing the alert threshold hold to 150 ohms and provided troubleshooting options. This lead remains in service. No adverse patient effects were reported.